Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous pressure high alarms occurred during a routine hemodialysis treatment. Rinseback was not performed due to clotting of the extracorporeal circuit resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the extracorporeal blood circuit. The cycler alarmed appropriately. There is no evidence of a device malfunction. Facility staff was notified of the event. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.